Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, one of the unlevel arms was swinging around during targeting. The customer noted that the surgeon was at the surgeon side console (ssc) and it still did not look 'level.' There were no related errors in the logs. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon¿s head was in the ssc at the time of the event. The issue occurred while the surgeon was attempting to manipulate instruments from the ssc. The issue was not related to an inability to move the instrument at all. The customer indicated that the instrument movement did scale with the surgeon's control, and the timing of the instrument movement was appropriate. There was no shakiness/friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There was no external collisions. The issue was persistent. The surgeon was able to continue working with the reported problem. The customer did not save the drape. There was no patient injury.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical inc. (Isi) field service engineer (fse) spoke to the customer about the issue. The fse noted that the reported issue was resolved on the phone with isi technical support. The isi clinical sales representative and isi clinical territory associate would perform an observation during a case setup. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.